Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. Corrected information has been provided in d4 catalog number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
An impella cp device was inserted into the right femoral artery in a 79-year-old female patient with a past medical history of coronary artery disease (cad) and diabetes, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a bailout of a protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the impella leg lost pulses. The patient was on four vasopressor/inotropes. An arterial ultrasound showed flow to the popliteal artery, but nothing distal. Heparin started overnight. The partial thromboplastin time (ptt) was 58. After three days on support, the family withdrew care and the patient expired on support. The impella functioned at p-8 at 3.4l/min as intended. Limb ischemia can be influenced by patient-specific factors such as peripheral vascular disease, underlying critical illness, hemodynamic instability, anticoagulation status, vasopressor support, and vascular access characteristics the impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the underlying clinical condition of a critically ill patient in acute myocardial infarction and cardiogenic shock, complicated by stage d shock.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.